Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) the system error 322. Eval found the upper latch switch had failed, a part which contributed to system error 322 alarms. The upper auxiliary assembly (including the upper latch switch) was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's review process, it was found that a spectrum pump alarmed for a system error 322 alarm. There was no pt involvement.